Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through the lantern delivery microcatheter (lantern), the physician encountered resistance and decided to remove the coil. The procedure was then completed using a new ruby coil, two non-penumbra coils and the same lantern. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush but did flush in between each coil used during the procedure. There was no report of an adverse effect to the patient.